Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was reported as an implant, but it was a fragment that was left in patient body which is reabsorbable. Placeholder.

Event description:
During a cranioplasty procedure on (B)(6) 2013, reportedly two (2) rapid resorbable cortex screw broke off at the head. It was also reported the surgeon had issues with the insertion holes stripping out while inserting the screws. All fragments were retrieved, but are not available for return. The screw shafts were left in the patients bone and will be absorbed as the screws are resorbable. This is 1 of 2 reports for the same event, complaint (B)(4).

Event description:
This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The shaft of the screw remains implanted on (B)(6) 2013. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.